Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's pain at the ipg site has now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was unable to establish communication between her ipg and external devices. It was also reported, the patient had not charged her ipg in over a year. The patient was without stimulation and the patient's programmer reflected a communication error. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her scs system was explanted. In addition, the patient reported intermittent pain at the ipg pocket site. The event date is unknown.